Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information received on (B)(4) 2019 indicated that the patient also experienced erosion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The patient presented on (B)(6) 2019 for procedure and the system was explanted. The patient was stable post procedure.